Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility (B)(6) medical university. Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation hemostasis for esophageal varices procedure performed on (B)(6) 2024. During the procedure, "the coil was fractured when releasing to the third band." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture broke.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a04 captures the reportable event of bands were damaged. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned, only two bands were returned and one of them was broken, which was consisten with the finding per media analysis on the provided photo. Additionally, the handle had marks of trip wire was secured and the suture was intact. No other problems with the device were noted. The reported event of bands damaged was confirmed. Upon analysis, one of the bands returned without the ligator housing was damaged. There were no problems found that could have been related to the reported issue during manufacturing documentation review. Since the ligator housing was not returned and it is not possible to know the reason why the band was damaged, therefore, the most probable root cause of this complaint is cause not established. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on may 9, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation hemostasis for esophageal varices procedure performed on (B)(6) 2024. During the procedure, "the coil was fractured when releasing to the third band." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 9, 2024: it was reported that the third band was "fractured." Note: one of the photos of the complaint device outside the patient was provided by the customer and showed the band was damaged.